Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03609. It was reported the pt experienced heating at his ipg pocket site after charging. Subsequently, the pt has reduced the duration of his charging sessions and a replacement charging system (low energy) has been sent to him. No additional information is available at this time. On (B)(4) 2012, st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.